Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Testing and evaluation reported normal operation with typical current drain levels and functionality with the battery and with the device powered by an external supply. There was no identification of an abnormal condition that would have resulted high current drain or disabling the wireless telemetry. No hybrid anomalies were observed. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Concomitant product: 5071-53, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a remote transmission showed that the remaining longevity on the device was less than one month and that the wireless telemetry was disabled. A previous transmission approximately one year ago showed seven years longevity. A transmission three months ago indicated eleven months of longevity. The device possibly reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - further analysis was conducted and it was found that no internal short occurred in the battery. The lithium (li) anode was intact along its entire length, with only minimal localized discharge found along the leading edge. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis confirmed the reported premature battery and no wireless telemetry complaints. However, testing and evaluation reported normal operation with typical current drain levels and functionality with the battery and with the device powered by an external supply. There was no identification of an abnormal condition that would have resulted high current drain or disabling the wireless telemetry. Further physical analysis of the radio frequency module (rfm) was pursued which identified substrate cracks and evidence of a copper-bearing leakage. These findings were consistent with the reported failure being attributed to the copper anomaly in the rfm substrate. Battery analysis revealed no internal short occurred in the battery. If information is provided in the future, a supplemental report will be issued.